Event description:
It was reported that patient experienced reduced battery life. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and technical support was unable to verify battery depletion concern or complete intake, and no additional information was received regarding the outcome of the event.